Manufacturer narrative:
UDI - (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the inner hose was completely detached from the motor and the snap ring was found to be detached from the hose barb causing the inner hose seal housing and end plug to come loose. Therefore, the reported condition was confirmed. The assignable root cause for the detached snap ring was consistent with mishandling and excessive force which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device hose was coming loose from the handpiece. During in-house engineering evaluation, it was determined that the inner hose was completely detached from the motor and the snap ring was found to be detached from the hose barb causing the inner hose seal housing and end plug to come loose. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.